Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient order and patient profile was not crossing over to pyxis. A technical support specialist (tss) dialed into the server and checked healthsight viewer (hsv) no notices for patient/order delays. Ran a server downtime query and confirmed the last successfully processed xml time was current. Logged into pes and located patients fin; status showed as admitted on active directory (adt). Contacted the user to verify status and confirmed patients were crossing over successfully. Case was kept open for 24 hours to monitor for reoccurrences. No reports were received from the user during this period. Proceeded with case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple patient orders and patient profiles were not crossing over to the pyxis devices. The customer stated that, as a workaround, all pyxis machines were placed into critical override. The customer also reported that there were no power outages or network disruptions at the time of the issue. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.